Event description:
During a bronchoscopy, a plastic ring from the tip of the endoscope broke off in the patient. The physician retrieved the plastic ring material and the ring broke into two pieces after removal from the patient. A visual inspection was made of the area and there was no other foreign body seen. There was no harm to the patient. A visual inspection of all olympus endoscopes was performed by the olympus representative about one month prior to this event.======================manufacturer response for scope bf-it160, bronchoscope (per site reporter).======================field olympus representative took the broken ring for evaluation.what was the original intended procedure?bronchoscopy.device #1is this a laboratory device or laboratory test?no.